Event description:
A malfunction was reported by the caller regarding the pump. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer was assisted by technical support in resetting the pump, and the issue did not recur after the reset. The customer was informed to continue using the pump and to contact support if the problem reappears.